Event description:
It was reported that this lead was an attempted implant due to perforation. During an elected device upgrade procedure, the 4471 lead was positioned in the high interventricular septum in order to achieve left bundle branch area pacing. The lead was burrowed into the septum in an attempt to improve qrs; however, right ventricular perforation was observed. The lead was pulled back, the helix cleaned, and another position was attempted. Due to the inability get significant qrs shortening in other positions, the lead was removed, and a left ventricular (lv) lead was inserted. No other adverse patient effects were reported. Lead return is not expected.

Event description:
It was reported that this lead was an attempted implant due to perforation. During an elected device upgrade procedure, the 4471 lead was positioned in the high interventricular septum in order to achieve left bundle branch area pacing. The lead was burrowed into the septum in an attempt to improve qrs; however, right ventricular perforation was observed. The lead was pulled back, the helix cleaned, and another position was attempted. Due to the inability get significant qrs shortening in other positions, the lead was removed, and a left ventricular (lv) lead was inserted. No other adverse patient effects were reported. Lead return is not expected.

Manufacturer narrative:
This lead will not be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.